Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two photos were returned by the customer. It was reported that they are having issues with the needleless connector. The photos show the product, however they do not verify the complaint. The root cause of this failure was not identified as no product was returned. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: two photos were returned by the customer. It was reported that they are having issues with the needleless connector. The photos show the product, however they do not verify the complaint. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the unspecified bd maxzero needleless connector experienced flow issues. The following information was provided by the initial reporter: bd maxzero needleless connector (positive displacement). We've switched to max zero and I'm seeing blood reflux with 22g or smaller diffusics/ autogards after disconnecting the syringe.